Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor fractured during surgery when impacting the femur. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10   visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The reported lot has been in the field for approximately nine years and nine months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint can be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.